Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient experienced high bg levels after replacing the pod. The patient called her doctor after the second time and was instructed to go to the hospital. The patient gave herself injections with the pod and then she tried giving injections with a syringe. Treatment at the hospital was liquids, thyroid medication and IV every two (2) hours the first day and the next day it was every three hours, then every four hours. The patient was released after three (3) to four (4) days in the hospital. Document increase in bg levels from pdm records or as described by the caller: (B)(6).